Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, there was no suture strand or needle in the packaging. They used another suture form the same box. Two devices had the same malfunction during the event. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and photographic inspection of the product returned noted two opened foil pouches and two retainers. The retainers remained inside the foil pouch. Microscopic inspection of the retainer of the foam noted penetration marks, suggesting a needle was parked. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.